Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination found no kinks or damage along the hypotube, mid shaft, inner or outer polymer extrusion. The crimped stent, balloon sections of the device were visually and microscopically examined and distal stent damage was noted; distal struts 1 & 2 were damaged and stretched in a distal direction. The crimped stent outer diameter (od) of the undamaged section was measured which is within max crimped stent profile measurement. No issues with the balloon. The tip was visually and microscopically examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4) tw: 4632953

Event description:
Reportable based on device analysis completed on 28-jun-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 22x3.50mm, eccentric, de novo target lesion containing a lesion bend of >=90 degrees was located in the moderately tortuous, mildly calcified right coronary artery (rca). After a 6f extra back-up guide catheter was engaged and a non-bsc guidewire crossed the lesion, a pre-dilation was performed with a balloon catheter. Subsequently, a 3.50x24mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another with the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damaged.